Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the tube extension pad printing was removed at the distal end. The removed area measured approximately .354 x .156. Failure analysis concluded that the pad printing removal damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube was cracked. The tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The location of the fissure was in an area that was not protected by tip cover. No other damage was found. The location and type of main tube cracking identified in this report differs from main tube cracks capable of leaking electrosurgical energy. The location of these cracks on the instrument main tube in this report is limited to an area where the main tube of the instrument covers the extension insert, essentially providing double insulation of the tube, with additional silicone seal adhesive bonding. There is no parting of material in these cases and there is no propagation or growth of the cracks. The cracks appear to be a result of leverage force caused by exposing the instrument tip to excessive side load force or mishandling (for example instrument drops). There are no reported cases of energy leakage from cracks in this area. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinc hysterectomy surgical procedure, it was noted that the orange insulation on the monopolar curved scissors instrument was peeling. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.